Event description:
It was reported by the patients spouse that the patient passed away. The spouse reported that the death was not related to the spinal cord stimulation device, however, the official cause of death is unknown.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 19781631, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 19312006, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 17877041, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI): (B)(4).